Manufacturer narrative:
Device and additional have been requested, and if received a supplemental report will be issued.

Event description:
It was reported: "just before the implantation, the surgeon noticed an abnormal curve of the g/k nail which was in a sterile box. The patient suffered from a specific fracture explaining the fact that the surgeon had no possibility to implant a shorter nail. The surgeon had to implant a longer nail instead. Surgeon stated that he will have to revise the nail in 3 months.